Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), blindness ("vision loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubal reconstruction). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and headache had resolved, the vaginal haemorrhage, menorrhagia and fatigue was resolving and the tooth disorder, migraine, alopecia, blindness and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, blindness, fatigue, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abdominal pain, abnormal bleeding (vaginal, menorrhagia), dental problems, migraines / headaches, fatigue, hair loss, vision/eye problems type: vision loss, weight gain, headaches, did not undergo confirmation test. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.